Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot numbers h13f07072 and h13h19081 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as(B)(4).

Event description:
It was reported a patient experienced peritonitis manifested as abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. That same day, the patient was treated with vancomycin 2 grams (one time dose) and gentamicin 40 mg, daily intraperitoneally (ip) for peritonitis. The next day, the patient presented to the emergency room (ER) for the event of peritonitis. Treatment with gentamicin was stopped. The patient was treated with vancomycin and cefepime (one time with unknown doses and unknown route) in the ER and was discharged. One day later the patient was hospitalized for worsening of peritonitis. The patient's pd catheter was removed and pd therapy was discontinued one day after being admitted due to the yeast infection. The patient was switched to hemodialysis. The cause of the peritonitis was unknown. The patient recovered from peritonitis. No additional information is available. This is report of 3 of 4 involved in this peritonitis event.